Event description:
Consumer is concerned that two physicians are exploiting the FDA and consumers by charging approx $1000 for pt's who wear glasses to enroll in a study that they say is an "FDA" study for night trainer contact lenses. He reports that consumers are being charged to participate in a study on unapproved lenses. Flyer states, "glasses and contact lens wearers needed for FDA study. This study is for overnight wear of a specially designed contact lens that will allow improved uncorrected vision during the day." Rptr, "have been selected to participate in a controlled food and drug administration study to confirm the safety and efficacy of a specially designed contact lens that during sleep will reshape the eye. The purpose of the study is to demonstrate that upon removal of the contact lens in the morning, you will maintain clear vision throughout the day without the aid of contact lenses or glasses. This is a reversible, non-surgical procedure. If you feel you would like to participate in this study, please contact" facility, "to see if you qualify as a candidate." Letter states, "how does the dreimlens work? The dreimlens is designed to change the front shape of the eye allowing light to focus properly on the retina. In myopia or nearsightedness, light focuses in front of the retina causing an out of focus image. The dreimlens reduces the curvature of the cornea, the transparent tissue on the front of the eye, allowing light to properly focus on the retina resulting in improved vision. Who are good candidates? People who have difficulty seeing at distance are the best candidates. The dreimlens provides the path to again be able to see at a distance throughout the day without the aid of glasses or contact lenses. Surfing, water skiing, golf, tennis, and scuba diving are a few activities that become more enjoyable without worrying about glasses fogging up or contact lenses drying out. How soon will I be able to see results? Typically, only one night is required to see an improvement in uncorrected vision. It is not unusual to have excellent uncorrected vision the next morning after the first night of wear. Within three days, only night wear is required to maintain good vision throughout the day. Why haven't I heard of this procedure before? The procedure called orthokeratology has been practiced for over 40 years. Previous orthokeratology lens designs provided only limited visual improvement and only for a short period of time. The advanved design of the dreimlens vastly improves the final result causing a rapidly increasing consumer interest in orthokeratology."